Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting the pump was reset; however, the alarm reoccurred. Customer¿s blood glucose (bg) level was 448 mg/dl and ketone level was 3.6. Customer felt unwell. Healthcare provider identified ketone level as dangerous. An insulin pen injection was used to address elevated bg. Customer reverted to using insulin pens and injections.